Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Case number: (B)(4). Case description: (B)(4) - mps reported arm dropping out of haptics during tibia and posterior cuts. Case type: not reported.

Manufacturer narrative:
Reported event. It was reported that: case description: (B)(6) - mps reported arm dropping out of haptics during tibia and posterior cuts. Product evaluation and results: as per work order, completed date (B)(6) 2020: re-set j2 bumbstops and performed pm, this resolved this issue. System is ready for clinical use. Product history review: a review of the device history records shows that (B)(6) was inspected and accepted into stock on 06/04/2019. Quality inspection procedures were completed with no reported discrepancies. Complaint history review: a review of complaints in trackwise related to (B)(6) shows no additional complaints related to the failure in this investigation. Conclusions: the failure is confirmed via inspection. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.

Event description:
Case number: (B)(4). Case description: (B)(6) - mps reported arm dropping out of haptics during tibia and posterior cuts. Case type : not reported.